Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coseal surgical sealant had a fissure that allowed the diluent to escape. During a surgical procedure, a coseal surgical sealant was used. It was evident that the device had a fissure, allowing the diluent to escape, which prevented proper mixing of the hemostatic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which identified a syringe of the dual syringe delivery (dsd) system attached to a polyethylene glycol (peg) syringe. The contents of the peg syringe was still in powdered form; however, the plunger of the dsd system was depressed. Therefore, the solution did not get transfer into the peg syringe. The fissure of the syringe could not be observed; however the reported condition was verified as the solution did not transfer successfully between syringes. The cause of the fissure could not be determined. As a consequence, if the problem were to recur, the surgeon would have to either use a new kit, or decide to use alternative standard hemostatic methods (e.g. Compression, clips, sutures, etc.) To control bleeding. No adverse health consequences are reasonably expected to result from this issue that was identified to occur during preparation of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.